Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose readings while using a g7 sensor with the ilet, with fingerstick confirmations of approximately 95 mg/dl initially, then 80 mg/dl, and as low as 56¿61 mg/dl during the call; the alert history showed urgent low and low glucose notifications as well as a glucose-falling-quickly alert, and an experienced agent suggested that earlier meal dosing likely contributed to the low. Symptoms included hypoglycemia. Outcomes included user-performed treatment with oral carbohydrates and glucose-containing beverages, with subsequent upward glucose trend and no request for follow-up. Investigation included review of device alert history and real-time verification of glucose via fingerstick. Investigation of this case revealed no device errors in the alert history, and the pattern was consistent with hypoglycemia temporally associated with recent dosing and timing, with no specific device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.